Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly displayed an error message, showing all drawers as inaccessible. The customer attempted to resolve by rebooting the station, but the station did not power back on. The nature of the procedure and the length of the delay were not disclosed. Customer confirmed that there was no patient or user harm. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and reported being able to recreate the reported scenario. The field service technician reconnected all power connectors to the device's all in one unit the field service technician tested the station and confirmed the device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly displayed an error message, showing all drawers as inaccessible. The customer attempted to resolve by rebooting the station, but the station did not power back on. The nature of the procedure and the length of the delay were not disclosed. Customer confirmed that there was no patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-aug-2020 to 18- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system wasn't able to be powered back on. A field service engineer reseated the power connections on the aio docking board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis anesthesia es system wasn't able to be powered back on and drawers were inaccessible at the beginning of a patient's procedure. There were no adverse events or injuries reported based on this incident.